Event description:
It was reported that in the on-line mode, the acoustic alarm gets notified at the ics. But the acoustic alarm at the m300 does not work in the offline mode. The error occurred during maintenance. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.